Event description:
Procedure: inguinal hernia repair. Reportedly, during inflation the balloon separated from the shaft and fell into the cavity. The balloon and shaft were removed from the abdomen separately. No patient injury reported.